Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The o-rings of the canister bypass valves were cleaned and greased. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. (B)(4).

Event description:
The hospital reported high fico2 readings during a case. There was no report of patient injury.